Event description:
The svc report shows that the ventilator could not established a solid setting. The customer support engineer inspected the device and removed and replaced both auto-zero solenoids. The co reported the unit passed extended self testing. This report is not an admission by co that this device caused or contibuted to the event alleged in this report.